Manufacturer narrative:
A 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19066531. Further information provided by the customer confirmed one of the connecting products was a kelun infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19066531 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 due to suppurative tonsillitis, and patient was given infusion treatment according to the doctor's advice. The puncturing of the patient was successful. After the blood was taken, the routine exhausting was performed and the smartsite was found to be blocked, so it was changed with a new one, but the second smartsite was still blocked. Until the third one was changed and connected, the exhausting process was finished. And the nurse had connected the smartsite with the needle and finished the puncturing. The customer provided an invalid lot # of 190066531.

Manufacturer narrative:
(B)(6). Investigation summary: a 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19066531. Further information provided by the customer confirmed one of the connecting products was a kelun infusion set. Root cause description: here¿s the DHR for the affected lot number: (B)(4), lot: 19066531, model: 2000e (B)(6), qty: (B)(4), qn/deviation: none, mfg date: 20-jun-2019. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19066531 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. 2000e (B)(6) 510k this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product is k960280.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 due to suppurative tonsillitis, and patient was given infusion treatment according to the doctor's advice. The puncturing of the patient was successful. After the blood was taken, the routine exhausting was performed and the smartsite was found to be blocked, so it was changed with a new one, but the second smartsite was still blocked. Until the third one was changed and connected, the exhausting process was finished. And the nurse had connected the smartsite with the needle and finished the puncturing. The customer provided an invalid lot # of 190066531.